Manufacturer narrative:
This is a supplemental report to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Besides, omsc confirmed the following additional information. Manufacturing date: 2018/12/20. Repair history: the device was delivered to the client with the new product on march 25, 2019. When the plugs of otv-s200 were inserted, the alarm of the leak detector actuated (the reason is unknown, but the problem was resolved). Subsequently, it was found that there was no output of the dvi, and this was replaced. The exact cause of the reported event could not be conclusively determined. However, based on the investigation results by the repair center, omsc surmised that the cause of the reported event as follows. The device had no dvi output at the time of placement of the new product about 2 years ago. Thereafter, it is unclear whether the repair was carried out or not, but since only about two years have passed since the manufacture, it is speculated that the dvi output did not come out due to an accidental failure of the dvi output circuit (dp board). If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during an unspecified inspection that the image of the subject device was not displayed and it was found that the signal did not output from the dvi out terminal of the subject device. There was no report of patient injury associated with this event.